Manufacturer narrative:
Investigation: three opened 31g x 5mm pen needle samples were returned from lot. No. 8045542, cat. No. 325104. Visual examination was carried out on the returned samples and a broken patient end of cannula was observed on two samples. An indentation mark was also observed on the hub of the two broken samples. The third sample was bent at the patient end, no manufacturing related issues were observed. No shields were returned with all three samples. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station.

Event description:
It was reported that bd insulin¿ pen needle broke off after the application and remained in the abdomen skin. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin¿ pen needle broke off after the application and remained in the abdomen skin. No serious injury or medical intervention was reported.